Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and moisture damage. Customer's blood glucose at time of incident was 303 mg/dl. Customer was explained the possible causes of blank display. Customer does not pump with her. Customer stated the insulin pump was frequently dropped. Customer stated pump got wet in the rain storm and she was drenched. The customer reported that the device was exposed to water. Customer stated a constant tone is occurring. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly also, unable to perform any tests due to blank display. No audio or beep anomaly noted. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.